Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The cause of the event was likely due to patient factors/conditions. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a 25mm aortic valve was explanted after an implant duration of five (5) months, due to thrombosis and endocarditis. Patient presented with thrombosis and endocarditis. Patient's cultures grew filamentous fungus. Patient underwent right brachial embolectomy and whitish material was removed. There was massive debris inside of patient's ascending aorta that extended up into carotid artery so following day patient underwent aortic root replacement with 27mm, mitral valve replacement with a 33mm mitral valve, tricuspid valve repair with 34mm ring, bovine patch pericardial reconstruction of the aorto-mitral window, aortic thrombectomy, carotid arterial embolectomy thrombectomy, and placement on extracorporeal membrane oxygenation during procedure. Patient was placed on va ECMO in order to successfully wean patient from cardiopulmonary bypass support. Patient expired on post-operative day 28 due to septic shock with multisystem organ failure.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 25mm aortic valve was explanted after an implant duration of five (5) months, due to unknown reasons. The explanted device was replaced with a 27mm valve and the patient also underwent mitral valve replacement with a 33mm mitral valve.